Event description:
Fracture of port catheter into two segments with migration of one of the fragmented segments to the right heart. Required removal of broken left chest port catheter segment from the right atrium and right venticle using ultrasound guidance and internal jugular approach. Required a new port insertion.